Event description:
Boston scientific crm received information that the patient with this pacemaker experienced cardiac arrest. Upon interrogation of the device, it was noted that the patient's heart rate was 43bpm with no capture. The ventricular threshold was 2.7v@0.4ms and the output was programmed at 2.5v@0.4ms. The ventricular output was reprogrammed to 5.0v@0.6ms and ventricular pacing resumed. The ventricular and atrial leads are competitor products. The pacing system remains implanted.

Event description:
Approximately 7 months later, the device was removed and returned to boston scientific without further allegation. No adverse patient effects were reported.

Manufacturer narrative:
The device was reprogrammed and remains implanted. Should additional information become available, an amended report will be submitted.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. This device performed normally throughout analysis, operating as designed.